Event description:
The end users spouse stated in a letter that his wifes lynx l-3r scooter allegedly stopped working and left her stranded at a local store. Roadrunner was dispatched to the consumer and the motor / brake assembly and transaxle had failed. Replacement parts have been ordered and sent 2nd day air. The damaged product will be returned to invacare for an inspection and evaluation.